Manufacturer narrative:
This device is distributed outside of the united states; however, it is similar to the united states product. This device is one of two products associated with this event. Please refer to MFR report # 9616099-2009-00172. The product is not available for analysis. Additional information will be submitted within thirty days upon receipt.

Event description:
The patient was male but his age was unknown. The target lesion was the proximal lad. It was unknown if the lesion was de novo. The lesion was heavily calcified and moderately tortuous. There was 100% stenosis (cto). After guide wire crossed the target lesion, pre-dilation with a balloon (name unknown) was conducted. Then 1st cypher (1st complaint product: 2.5 x 23mm) was being delivered, but it did not cross the target lesion. Therefore, the cypher was withdrawn once and additional pre-dilation was conducted. The cypher was being re-inserted into the patient but it did not go inside the y-connector. Therefore, the cypher was removed, and the physician observed that the proximal edge of the stent became flared. Then the cypher was exchanged, and the physician tried to deliver 2nd cypher (2nd complaint product: 2.5 x 18mm) to the target lesion, however, it could not cross the target lesion either. In addition, the proximal edge of the stent became flared. Therefore, the 2nd cypher was removed out of the patient. Then rotablator was conducted and 3rd cypher (size unknown) was implanted at the target lesion. The procedure was successfully finished. There was no patient injury reported.